Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (the front panel malfunction) could not be identified. However, based upon the information from omsi, omsc surmised that the reported phenomenon was attributed to the failure of the flat cable. The exact cause of the flat cable failure could not be identified. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems (B)(4). Olympus (B)(4) checked the subject device and found that the switch on the front panel and the led light of the front panel did not function intermittently, and also found that these phenomena was caused by the failure of the flat cable (tracks of this flat cable were deformed). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found the switch on the front panel of the subject device did not function. There was no report of patient injury associated with this event.